Event description:
It was reported that the patient was hit on the implant side by another child. The patient is no longer able to hear with his implant. Testing showed that all electrode channels are hi. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.